Manufacturer narrative:
Insulin pump received with missing segments/partial display, pump error 75 during the self test and pump error 68 due to moisture damage to the electronic circuits. Critical pump error (open book image) not found during testing. Unable to perform the displacement test due to corroded motor assembly. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. Customer stated the device was exposed to moisture. The customer was recently in a lake. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. It was not stated if the auto mode feature was in use.